Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-03747. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported left side capsular contracture baker grade iii to IV". Healthcare professional later reported "exchange with no complaint against the device". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, wear abrasion, crystalline and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported left side capsular contracture baker grade iii/IV. Healthcare professional later confirmed capsular contracture baker grade iii/IV. Device has been explanted and replaced.